Manufacturer narrative:
As per the physician, the procedure to remove the filter, which was not retrievable, were done several months after the manufacturer's recommended removal ¿deadline". Thus, he believes there was not an inherent problem with the used filters. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information will be submitted within 30 days upon receipt.

Event description:
As noted in the publication by sharifi m. Et al., role of ivc filters in endovenous therapy for deep venous thrombosis: the filter-pevi (filter implantation to lower thromboembolic risk in percutaneous endovenous intervention), cardiovascular and interventional radiological society of europe (2012) 35: 1408-1413; an optease filter could not be removed because of marked adhesion to the inferior vena cava (ivc). The purpose of this study was to evaluate the necessity of and recommend indications for inferior vena cava (ivc) filter implantation during percutaneous endovenous intervention (pevi) for deep venous thrombosis (dvt). A total of 141 patients with symptomatic proximal dvt undergoing pevi for symptomatic dvt were randomized to receive an ivc filter (70 patients) or no filter (71 patients; control group). All interventions were performed through the popliteal vein. The filters implanted consisted of 8 celect, 14 tulip (cook medical), 42 optease (cordis), and 6 eclipse (bard) filters. Of these, 41 filters were placed through the common femoral and 11 through the right internal jugular veins with the venographic luminal area after initial treatment, an infusion catheter was placed and low-dose thrombolytic therapy with tissue plasminogen activator administered. In such an event, the patient was brought back to the angiography suite for reevaluation. Placement of ivc filters was not associated with any complications. The option of filter removal was discussed with the patients, resulting in their removal in 24 patients at a mean ± sd time of 180 ± 42 days after implantation. Two optease filters could not be removed because of marked adhesion to the ivc. No complication developed as a result of filter removal or its retention at follow-up.

Manufacturer narrative:
As noted in the publication by sharifi m. Et al., role of ivc filters in endovenous therapy for deep venous thrombosis: the filter-pevi (filter implantation to lower thromboembolic risk in percutaneous endovenous intervention), cardiovascular and interventional radiological society of europe (2012) 35: 1408-1413; an optease filter could not be removed because of marked adhesion to the inferior vena cava (ivc). Objectives the purpose of this study was to evaluate the necessity of and recommend indications for inferior vena cava (ivc) filter implantation during percutaneous endovenous intervention (pevi) for deep venous thrombosis (dvt). Background pevi has emerged as a powerful tool in the management of acute proximal dvt. Instrumentation of extensive fresh thrombus is potentially associated with iatrogenic pulmonary embolism (pe). The true frequency of this complication has not been studied in a randomized fashion. We evaluated ivc filter implantation during pevi for dvt. Methods a total of 141 patients with symptomatic proximal dvt undergoing pevi for symptomatic dvt were randomized to receive an ivc filter (70 patients) or no filter (71 patients; control group). The anticoagulation and pevi regimen were similar between the two groups. Patients with development of symptoms suggestive of pe underwent objective testing for pe. Results pe developed in 1 of the 14 symptomatic patients in the filter group and 8 of the 22 patients in the control group (p = 0.048). There was no mortality in any group. Three patients (4.2%) in the control group had transient hemodynamic instability necessitating resuscitory efforts. Predictors of iatrogenic pe were found to be pe at admission; involvement of two or more adjacent venous segments with acute thrombus; inflammatory form of dvt (severe erythema, edema, pain, and induration); and vein diameter of c7 mm with preserved architecture. Conclusions ivc filter implantation during pevi reduces the risk of iatrogenic pe by eightfold without a mortality benefit. A selective approach may be exercised in filter implantation during pevi. All interventions were performed through the popliteal vein. The filters implanted consisted of 8 celect, 14 tulip (cook medical, bloomington, in), 42 optease (cordis, miami, fl), and 6 eclipse (bard, tempe, az) filters. Of these, 41 filters were placed through the common femoral and 11 through the right internal jugular veins with the venographic luminal area after initial treatment, an infusion catheter was placed and low-dose thrombolytic therapy with tissue plasminogen activator administered at 1 mg/h for 20¿24 h. In such an event, the patient was brought back to the angiography suite for reevaluation. Placement of ivc filters was not associated with any complications. The option of filter removal was discussed with the patients, resulting in their removal in 24 patients (34%) at a mean + or - sd time of 180 + or - 42 days after implantation. Two optease filters could not be removed because of marked adhesion to the ivc. No complication developed as a result of filter removal or its retention at follow-up. Additional information received from the author indicated that ¿the procedures to remove the 2 optease filters which were not retrievable were done several months after the manufacturer's recommended removal "deadline". Thus I do not believe there was an inherent problem with the used filters¿. The device remains implanted in the patient. A review of the manufacturing records could not be conducted without a lot number. The product's instructions for use (IFU) indicates available data from retrievals in a 21 patient study and a 40 patients retrospective chart review suggest that the optease® filter can be safely retrieved (mean of 11.1 days, range 5¿14 days and mean of 16.4 days, range 3¿48 days, respectively). The IFU indicates that the optease retrievable filter can be retrieved up to and including 12 days after placement (ce mark). The optease filter is considered a permanent filter if it is not retrieved within a clinically suitable time period. As indicated by the author, intimal overgrowth and adhesion to the ivc is the most likely cause and known potential complications related to filter retrieval. Based on the information provided for review, there is no indication that the removal difficulty reported was caused by a manufacturing related issue. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.